Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was found cracked upon waking, after which the touchscreen became nonfunctional, and the user transitioned to backup therapy while a replacement was provided. Symptoms included no reported adverse physiological effects. Outcomes included no impact to blood glucose management as reported by the user, who continued cgm use with dexcom g7. Investigation included coordination of device replacement and collection of return logistics for evaluation. Investigation of this device revealed a damaged display assembly resulting in loss of touchscreen function, consistent with a hardware screen failure. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage leading to screen malfunction.